Manufacturer narrative:
This device is used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: the kwire broke within the one of the guide holes on the drill template. The kwire was successfully removed from the template using a drill bit. The drill bit broke in the removal process. This is 2 of 3 reports for the same event, complaint (B)(4).

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received.